Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for diabetic ketoacidosis earlier in the day of the call. Customer was wearing the insulin pump at the time of the hospitalization. Customer does not recall any significant events leading up to the hospitalization. Blood glucose level at the time of the hospitalization was 449 mg/dl. No further information was provided.